Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the physician had difficulty tightening the cup onto the inserter.

Manufacturer narrative:
The hybrid offset shell inserter was returned for review. Visual inspection reveals that the positioner shows signs of wear and tear at the impaction handle, suggesting extensive use. Wear is also visible at the channel on the frame. Lateral gouges are visible at the screw access hole, suggesting misuse. The frequency of use of this instrument is unknown. Threading of inserter bolt is damaged on the lead threads. The hex bolt failed thread gauging due to damage. Device field age is noted to be approximately 2 years and 3 months based on manufacturing date. Review of receiving inspection report indicates the device was manufactured to specifications. This device is used for treatment. The failure mode of leading thread damage was previously investigated. The evidence of side impaction on the screw access portion indicates off-axis loading of the device. As determined in previous investigation, striking on the side of the inserter creates unintended loading conditions and increases the stress on the threads. This can lead to stripping or deformation of the leading threads. Based on review of the returned device, the likely cause for the reported issue is damage as a result of misuse of the device.